Event description:
It was reported that the atrial lead exhibited noise since (B)(6) 2016. The mode had been changed permanently to vvi. When the asymptomatic patient presented for a routine device check on (B)(6) 2017, an alert for an impedance anomaly was observed. Programming changes were recommended. The patient will continue to be monitored normally.